Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and was rejecting batteries. The customer stated that the issue had been ongoing for days and the device would not accept any batteries. The customer's most recent blood glucose was 310 mg/dl. The customer stated that the insulin pump was burning through batteries. She did not observe any damage or corrosion to the battery cap or battery compartment. Upon troubleshooting, the insulin pump alarmed failed battery test again. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.